Event description:
Customer reported that insulin gauge displayed a different amount than expected, with the issue occurring earlier in the day. There was no adverse impact to the customer¿s blood glucose level. Customer resolved the discrepancy by loading a new cartridge, and technical support advised reaching out again for further troubleshooting if the issue recurs.